Event description:
The manufacturer received information alleging a ventilator fails to charge its batteries and the device is not functioning. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. It was observed by the technician that the internal battery was missing and all internal cables were disconnected. The device's internal battery was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.